Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken needle occurred. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2021. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The complaint states the patient experienced a [issue]. Product was provided for investigation. Confirmation of the problem was not confirmed via product. The probable cause could not be determined via product.